Event description:
It was reported at the pt's last refill there was "1 1/2 cc too much medicine for the date of the alarm" in the pump. The pt had experienced "add'l numbing sensations". The pump was used to deliver dilaudid and bupivicaine. No other symptoms or outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.